Event description:
The customer reported to customer service that the suction on her pump in style breast pump does not charge when the level is adjusted. The suction only performs on the highest level which caused her to get blisters that was followed by bleeding. The customer had to seek medical intervention for injuries.

Manufacturer narrative:
A replacement breast pump was sent to the customer. The customer reported blisters, bleeding and medical intervention due to the suction on her breast pump would not adjust, it was stuck on the highest setting. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. Currently being investigated under (B)(4). Complaints will be monitored for trends for consideration of future corrective action, if necessary.